Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced an event where he forgot to remove the needle guard on (B)(6) 2024. The insertion site was at abdomen. Patient changed supplies as necessary and resumed insulin therapy. No further information was available.